Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the interventional radiology department was performing the procedure on a (B)(6) yr old female pt. The catheter was being placed in the pt's left basilic vein. As the catheter was being placed through the sheath split. The nurse reported the catheter felt very snug going through the sheath. The sheath split below the orange tabs. The nurse was able to continue placing the peripherally inserted central catheter (PICC), pulled out the sheath, placed a spring wire guide (swg) through the catheter and finished the procedure. It is unk if there was a delay in treatment. There was no pt death and no pt complications were reported.